Event description:
The customer reported the power supply for her breast pump has fallen apart and is in pieces. Customer also indicated there was no spark, fire, injury, or odor.

Manufacturer narrative:
Contact was not made with the customer to obtain additional information regarding this event. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the power cord fell apart into pieces, which is a safety risk. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released asa result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.